Event description:
The device was used during a laparoscopic cholecystectomy. It was reported that "when attempting to clip the cystic duct co noticed that there was some leak so co checked for the clips finding out that they were totally loose. Co concluded that the failure was caused by the applier." There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws of instrument a had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instrument b was returned in an unopended sterile blister package and in good physical condtion. Instrument b was cycled, fed and formed the clips within design specification. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.